Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30 n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. The following information was not provided by the clinician: whether primary stability was achieved. The amount of torque used to place the abutment and the implant. Failure to osseointegrate is a well-documented inherent risk of dental implants. In this case, the issue may have been relate to inadequate pre-treatment planning and technique. The patient's immune system was more than likely compromised (liver transplant) and the implants were placed into immediate extraction sites that were also previously/simultaneously grafted sites. Furthermore, the pain experienced by the patient strongly indicates that the implants were placed on or near a nerve (which could have been avoided with a thorough pre-evaluation of the patient's condition). The implants' lot history records were reviewed; any discrepancies or issue of non-conformance were successfully resolved prior to the release of the parts. Implants were manufactured to specifications. No further action is required.

Event description:
After almost two months after placement, implants (2) were noted to have class 3 mobility (very loose); therefore, was considered by clinician as a non-integration issue. Also, patient felt pain at the implant sites. The implants were placed into a previously or simultaneously grafted sites that were also immediate extraction sites. The patient has high density (type 1) bone, but has had a liver transplant (compromised immune system).